Event description:
It was reported that in (B)(6) 2010, a pumpogram was done. They were unable to aspirate. The roller study was normal. (B)(6) 2010, exploration showed the catheter was clear but the spine segment was replaced. It was reported that the patient experienced a sharp increase in pain along with sweating and nausea. It was indicated that the patient was a complicated case. The pump delivered dilaudid. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).